Event description:
In the medical literature, it was reported that between january 1997 and december 2005, a patient was implanted with a 6mm thin-walled fep ringed gore-tex stretch vascular graft in an above-knee femoropopliteal bypass procedure. It was reported that there was an occlusion in the early postoperative period and a thrombectomy with patch angioplasty was performed, however, the graft occluded again in the early postoperative period.

Manufacturer narrative:
Article is attached. Inoue y, sugano n, jibiki m, et al. Cuffed anastomosis for above-knee femoropopliteal bypass with a stretch expanded polytetrafluoroethylene graft. Surgery today 2008;38:679-684.